Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records found no related non-conformances; micro and sterility tests passed. Retained cement samples were tested for dough time, setting time, handling characteristics, and mechanical properties; all results were within specifications. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address loosening, varus/valgus instability and pain. Competitor product was used with depuy cement.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Compliant to part 803.22, depuy orthopaedics is providing the following information, as depuy orthopaedics did not manufacture, or import, the following device(s): manufacturer: smith & nephew knee components. Event: this was used in conjunction with depuy product in this patient.